Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, an operating room (or) staff called technical support mid procedure and reported recoverable errors on the universal surgical manipulator (usm) arm 4 and then on the usm arm 2. The caller stated the system stopped moving. The procedure was converted to a traditional laparoscopic surgery with no report of patient injury. Error 26002 appeared then error 31030 after they converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the change with no injury.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the rolling loop, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the rolling loop. Once testing was completed, the rolling loop was aba tested and was verified to be the source of the fault. As a result of these findings, the probable root cause is attributed to communication errors from the rolling loop fiber cable located within the usm.

Event description:
Refer to h11 for follow-up information.